Event description:
Name of procedure: cholecystectomy. Event description: when using the clip applier there was no clips coming out of the shaft after many trials. They took another one. Additional information received from applied medical representative via email on 12feb26: I have been contacted by the hospital just know about another ca500 defect. They will be keeping the sample to be picked up. And the answers are the same as last time (no clip loaded into the jaws. Incident initially observed when the subsequent clip was loaded. It occurred again and he opened another clip applied and it had the same problem. It happened twice. No loaded clip was visible between the jaws of the device, it was properly seated. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. The actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. No loaded clip manually removed from the jaws, it fell out of the jaws. The trigger could be easily and completely actuated. No resistance in trigger actuation, is just that the clip was not getting in place in the jaws), same procedure same doctor operating so it was the same course of action. Apparently this problem only started with the same lot number. Additional information received from applied medical representative via email on 19feb26: the return should be for 2 or 3 sterile units. Additional information received from applied medical representative via teams call on 02mar26: [applied medical supplied the customer with photos and asked the customer to identify which malfunctions they experienced.] Regarding the images, the surgeon is unable to identify which pictures applies to the situation he experienced. Surgeon mentioned that the first clip was loaded, the second clip did not load so he took it out of the trocar and tried firing the clips outside trocar, still no clips loaded from the shaft to the jaws. Additional information received from applied medical representative via email on 02mar26: yes everything is correct. Just to clarify one point . The other ca500 that was taken from another lot that was working fine was how the surgeon reacted after the second complaint [complaint number]. The event date is unknown. Intervention: they took another ca500 from a different lot which worked fine. Patient status: no patient injury reported.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.